Event description:
Additional information: it was later reported that the health care provider was unclear if the concentration in the old pump was always 500mcg/ml or 1000 mcg/ml of lioresal as it was noted they sometimes used baclofen + "physiological" water in a pump. It was reported that the patient came in 4 times a year for refill of the old pump. The daily dose was between 100-130 mcg.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A motor stall was reported. It was reported that healthcare provider (hcp) tried to update the pump again motor stall occurred, and they could not restart the pump. The pump logs read that the pump restarted due to restart command, but when the pump was read the first screen read motor stall occurred. Patient was started on oral lioresal on 2011 (B)(6) and the pump was to be replaced. It was later noted that there was a motor stall recovery within 2 hours and there was one again after 2 hours because "the pump was still in alarm". As of 2012 (B)(6), the patient was reportedly doing fine. Drug infused via the device was lioresal 500 g/ml at a daily dose of 130 g. There were no preservatives used and no other drugs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).